Event description:
It was reported that this right ventricular (rv) lead high shock impedance out of range. Technical services (ts) was consulted and explained no noise was present. Ts stated the cause might be a spring contact issues but has not been confirmed. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).